Event description:
The facility has finalized its opinion of a granular/powdered hemostatic agent, quickclot -qc- original formula. Based on new retrospective reviews and safety studies of these agents, the studies have demonstrated that when major vessel hemorrhage wounds are treated with procoagulant granular/powdered hemostatic agents/dressings, treatment can result in distal thrombus formation and/or embolic events in distal organs which is life threatening. Several efficacy/safety studies have recently been concluded and are awaiting publication. These reports outline the potential risks of embolism with procoagulant granular/powdered hemostatic agents/dressings. "All granular agents will have the theoretical risk of embolism." Additionally, the original qc was previously tested on groin vascular injury in swine which resulted in tissue necrosis and abscess of the wound after one to four weeks recovery. -wounds were fully debrided prior to closure.- the changes were attributed to the thermal injury of the product. Based on all available data on these agents use, the clinical recommendation is: immediately discontinue use of original quickclot. This product is no longer manufactured.